Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. Device evaluation: analysis of the returned device identified the weight the overweight, brown particles in the shell, white calcification, wear abrasion, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. The device is weighed again in the mo502-65-004 and it is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV.